Event description:
Customer called stating that after the change of their infusion set she was unable to push insulin out, during troubleshooting it was determined that the driver block was failing to stay seated in the locked position on the leadscrew allowing the driver block to slid freely down the leadscrew.